Event description:
The customer reported that the system was not booting up. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired the power up circuit and replaced the blown fuse. The system operates as intended.